Manufacturer narrative:
Additional information b5: the over infusion was identified during testing and described as "during basic as chosen with 200ml and 50ml vtbi (volume to be infused) in 15 minutes." Additional information: additional information h11: a review of the event history log for the reported event date did not identify any infusions with the parameters provided. A review for the last days of customer use shows three infusions programmed with a rate of 40 ml/hr with a vtbi of 20, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed flow rate accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during testing. There was no patient involvement. No additional information is available.